Event description:
It was reported that during a starr procedure, the device would not fire after the third reload. No further information is available. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.